Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One rfa2020 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found the cord and tubing were cut before pmv received the device. The cord and tubing were not returned. The device could not be functionally tested due to the missing cord and tubing. The needle was removed and the solder joint at the tip of the thermocouple was intact. The handle was removed and no assembly anomalies were noted. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the temperature was unstable during measuring. The surgery was completed with the subject device and ablation was confirmed to be complete by echo. There was no patient harm.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the temperature was unstable during measuring. The surgery was completed with the subject device and ablation was confirmed to be complete by echo. There was no patient harm.